Event description:
It was reported that after an unspecified procedure, arteriotomy closure was achieved in the common femoral artery using a perclose proglide device. Reportedly, a week after uneventful arteriotomy closure, the patient presented to the emergency room with unspecified symptoms caused from an occlusion of the limb. The proglide suture was found stitched to the back wall of the vessel causing the occlusion of the vessel. Revascularization of the vessel was achieved surgically; however, two toes of the patient were amputated. The operator of the proglide device remains unknown; therefore, it is not known if the proglide device operator is trained in the use of the proglide device. The reporting physician believed that deployment technique of the operator played a role in the reported experience. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Estimated date of event-the customer stated the product experience occurred last week, the exact date of the event is unknown.